Event description:
It was reported by the customer that the tip-up fenestrated grasper instrument was "not working." No further information was provided. The tip-up fenestrated grasper is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 24-may-2022. There was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument associated with this complaint and completed the device investigation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of the broken main tube to be related to the customer reported complaint. The tip-up fenestrated grasper instrument was found to have the main tube broken and a piece measuring proximately 0.16252¿ x 0.17¿ was not returned with the instrument. The root cause of the broken instrument main tube is typically attributed to mishandling and misuse. A review of the instrument log for the tip-up fenestrated grasper (part number 470347-11/ lot number n10200907 0445) associated with this event has been performed. Per logs, the tip-up fenestrated grasper instrument was last used for a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 1 use remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the procedure was provided for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.